Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ('internal bleeding/ 3 liters of blood in my abdomen'), allergy to metals ('nickel allergy/ severe allergic reaction') and multiple episodes of abdominal infection ('abdominal infection returned on x mas', 'developed a life threatening abdominal infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and multiple allergies. Previously administered products included for an unreported indication: steroids. Concurrent conditions included nickel sensitivity. In 2015, the patient had essure inserted. In 2015, the patient experienced intra-abdominal haemorrhage (seriousness criteria hospitalization, life threatening and intervention required) with loss of consciousness, abdominal pain and abdominal distension. In (B)(6) 2017, the patient experienced the first episode of abdominal infection (seriousness criteria hospitalization, life threatening and intervention required) with abdominal pain and abdominal distension. In (B)(6) 2017, the patient experienced the second episode of abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criterion life threatening), herpes zoster ("shingles"), abdominal distension ("looked 8 months pregnant"), body tinea ("now I have a fungal skin infection/rash comes and goes/burns and itches like crazy"), aphthous ulcer ("a mouth full of aphthous ulcers"), tooth fracture ("teeth breaking") and acute febrile neutrophilic dermatosis ("sweet syndrome") with rash. The patient was treated with antibiotics, antifungals and surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the intra-abdominal haemorrhage and the last episode of abdominal infection had resolved, the allergy to metals, herpes zoster, abdominal distension, aphthous ulcer and tooth fracture outcome was unknown, the body tinea had not resolved and the acute febrile neutrophilic dermatosis was resolving. The reporter considered abdominal distension, acute febrile neutrophilic dermatosis, allergy to metals, aphthous ulcer, body tinea, herpes zoster, intra-abdominal haemorrhage, tooth fracture, the first episode of abdominal infection and the second episode of abdominal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body temperature - in (B)(6) 2017: 103 degree. White blood cell count - in (B)(6) 2017: off the charts. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, acute febrile neutrophilic dermatosis, allergy to metals, aphthous ulcer, body tinea, herpes zoster, intra-abdominal haemorrhage, tooth fracture, abdominal infection. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-abdominal haemorrhage ('internal bleeding/ 3 liters of blood in my abdomen'), allergy to metals ('nickel allergy/ severe allergic reaction') and multiple episodes of abdominal infection ('abdominal infection returned on x mas', 'developed a life threatening abdominal infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and multiple allergies. Previously administered products included for an unreported indication: steroids. Concurrent conditions included nickel sensitivity. In 2015, the patient had essure inserted. In 2015, the patient experienced intra-abdominal haemorrhage (seriousness criteria hospitalization, life threatening and intervention required) with loss of consciousness, abdominal pain and abdominal distension. In (B)(6) 2017, the patient experienced the first episode of abdominal infection (seriousness criteria hospitalization, life threatening and intervention required) with abdominal pain and abdominal distension. In (B)(6) 2017, the patient experienced the second episode of abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criterion life threatening), herpes zoster ("shingles"), abdominal distension ("looked 8 months pregnant"), body tinea ("now I have a fungal skin infection/ rash comes and goes/ burns and itches like crazy"), aphthous ulcer ("a mouth full of aphthous ulcers"), tooth fracture ("teeth breaking") and acute febrile neutrophilic dermatosis ("sweet syndrome") with rash. The patient was treated with antibiotics, antifungals and surgery (essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the intra-abdominal haemorrhage and the last episode of abdominal infection had resolved, the allergy to metals, herpes zoster, abdominal distension, aphthous ulcer and tooth fracture outcome was unknown, the body tinea had not resolved and the acute febrile neutrophilic dermatosis was resolving. The reporter considered abdominal distension, acute febrile neutrophilic dermatosis, allergy to metals, aphthous ulcer, body tinea, herpes zoster, intra-abdominal haemorrhage, tooth fracture, the first episode of abdominal infection and the second episode of abdominal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body temperature - in (B)(6) 2017: 103 degree. White blood cell count - in (B)(6) 2017: off the charts. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, acute febrile neutrophilic dermatosis, allergy to metals, aphthous ulcer, body tinea, herpes zoster, intra-abdominal haemorrhage, tooth fracture, abdominal infection. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Reporter was added. New events internal bleeding and abdominal distension were added. On 23-mar-2020: information from social media. Added new reporter. Added essure start/ stop date. Added new events abdominal infection, aphthous ulcer, nickel allergy, body tinea, acute febrile neutrophilic dermatosis. Added treatment drugs. On 23-mar-2020: information from social media received. Added new reporter. Added new event tooth fracture. Based on the available information, a review of our complaint records and other data was conducted; any new and reportable information that becomes available from our investigation will b provided in a supplementary report.